Manufacturer narrative:
.

Event description:
It was reported through clinic notes the patient believed that a change in the vns therapy settings may have worsened her obstructive sleep apnea. Additional information was received which stated the physician was going to check on the patient's CPAP prior to making any further decisions. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the physician was not 100% sure if the vns had affected the patient's sleep apnea; however, he did lower the patient's vns settings. No additional information was provided by the physician.